Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified that the fiber glass cap was protruding more than usual due to glue failure. In addition, a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge was also identified. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glue failure.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber tip was charred and the console was going into standby mode. The fiber was exchanged and a second fiber was used to complete the procedure without clinical consequences to the patient. The fiber was returned, and analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.